Event description:
An administrator reported that a pt presented with one day postoperative inflammation that is thought to be toxic anterior segment syndrome (tass). The site has had prior cases of tass and has rec'd a site visit for tass prevention education. Add'l consultation services have been requested by the site. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of ten complaints reported for this issue. There have been no add'l complaints reported against the finished goods lot numbers 1155389h, 1142676h, 1108734h, 1050729h, 1185665h, 1185645h, 1178047h, 1264385h or 1264280h; and DHR (device history record) shows that the products were released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).